Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that a motor stall and recovery were noted in the pump logs. The logs indicated that a stall occurred on (B)(6) 2014, with a stopped period may exceed tube set on (B)(6) 2014 and then a recovery on (B)(6) 2014. It was believed that the patient had a magnetic resonance imaging (MRI) scan in july but the pump was not read again until (B)(6). However, at the time of this report the cause of the motor stall was not determined. It was unknown if the patient exhibited any symptoms as result of this event and the patient¿s current status was also unknown. It was also unknown what medications the device system delivered at the time of the event. Additional information was requested to further verify the patient¿s symptoms, cause of the stall, intervention, medications, and the patient¿s current status. Should additional information be received, a supplemental report will be filed.